Event description:
It was reported that during a case using the spine map 3d software, the navigation displayed that the screws were correctly placed but an x-ray showed that the screws were misplaced. It was further reported, that due to the inaccuracies, the screws were repositioned without the use of navigation. The procedure was completed successfully, with a surgical delay of 1 hour.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: d4. Additional data: h4.

Event description:
No new information.